Manufacturer narrative:
The reported complaint was confirmed. The failure was isolated to the main pcb.

Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone. There was no patient harm reported.